Event description:
It was reported that in the past few months the right ventricular lead impedance increased, thresholds were higher and intermittent loss of capture was also noted. The leads were disconnected and reinserted into the device and normal function was noted. The patient would be monitored.